Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The promus will be filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Subsequent to the previously filed medwatch report, additional information was received stating the patient had died on (B)(6) 2012. The reported cause of death was sudden cardiac arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death is a known observed and potential patient effects as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Reportedly on (B)(6) 2010, due to stable angina and a positive stress test, the patient underwent the index procedure with the deployment of two promus drug eluting stents to the first obtuse marginal branch. Post stent deployment residual stenosis was 10% with timi iii flow. Prior to the procedure, the patient had received a peri-procedural loading dose of clopidogrel 300 mg on (B)(6) 2010. On (B)(6) 2010, clopidogrel 75 mg dosing was started and the patient was discharged from the index procedure hospitalization. Aspirin 325 mg dosing was started on a previous unknown date. On (B)(6) 2010, the patient was admitted with chest pain and shortness of breath. A cardiac catheterization revealed in-stent restenosis of the stents placed in the first obtuse marginal branch. A percutaneous coronary intervention was performed to the first obtuse marginal branch. The patient recovered from the event and was discharged the following day. In the opinion of the investigator, the instent restenosis was severe in intensity, not related to the drug, possibly related to the device, and possibly related to the procedure.